Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). One (1) video was provided to the investigation team. Through visual examination of the video, no deviation or device related root cause could be identified. A review of the batch record was performed for the reported lot numbers and no abnormalities or non-conformances were noted during the in process or final product inspection. No sample was provided for evaluation. Based on the data from the investigation we are unable to determine the root cause of the reported incident. The reported defect was unable to be confirmed. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow-up will be submitted when the investigation results become available.

Event description:
According to the complainant, an atrial septal defect (asd) occluder was loaded into the loader and pusher, and subsequently advanced to the implantation site during an asd closure procedure. Per the report, the device deployed as expected; however, after release, it became dislodged from the intended implant position and embolized. The device was retrieved from the patient in the same procedure. A second occluder device was successfully implanted without incident, and the procedure was completed. There was no reported patient injury and no additional adverse consequences.